Manufacturer narrative:
(B)(4). After battery installation, the unit displayed a critical pump error (open book image) due to corrosion and mold around the battery connectors. In addition to this, the lcd screen was wet. Unable to perform the displacement test due to the critical pump error. The insulin pump was received with a crack in the battery tube that extends to the top of the insulin pump where the battery threads are located. Inserted a test p-cap into the retainer ring, and it locked in place properly.

Event description:
Information received by medtronic indicated that the battery compartment of insulin pump was cracked. The customer stated that the insulin pump was pump started beeping. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.